Manufacturer narrative:
(B)(4).

Event description:
The pt was new to the managing hcp as of (B)(6) 2010. From 9/10/2010 to (B)(6) 2010 the pt's dose had been adjusted weekly; 20% increases of lioresal (2000 mcg/ml) from 390 mcg/day to 970 mcg/day and the pt showed no response to the itb (intrathecal baclofen) increases. The pt missed the pump refill appointment on (B)(6) 2010; the pump was alarming on (B)(6) 2010; and the pt showed no adverse reaction to the itb cessation. Because the pt showed no response to itb increases; showed no response to itb cessation, and they could not aspirate more than 0.5cc csf from the side port, the pump and catheter were replaced. They were unable to aspirate any csf in surgery which was consistent with an obstructed catheter. It was noted that the pump was close to end of life. The pt outcome was reported as "no injury." Following the replacement the pt rec'd lioresal 500 mcg/ml at 60 mcg/day.